Event description:
Follow up information received reported that on (B)(6), 2012 the patient had an (B)(4) study which showed worsening neurogenic detrusor over activity with dyssynergia. The patient's implantable neurostimulator (ins) was then explanted due to the need for an MRI for further evaluation for neurological lesions. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
Correction: the patient outcome from the event was previously reported as no injury. It should have been reported as recovered without sequelae.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a few bad falls. The patient did have 2 sonograms that indicated nothing wrong or out of place but did have showed "funny readings in bladder and kidneys" and polyps. Additional information has been requested, but was not available as of the date of this report. See also manufacturer's report # 3004209178-2012-01118.

Manufacturer narrative:
Lead: model 3889-28, lot #v171385, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial (B)(4). Neurostimulator: model 3058, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3889-28, lot #v334555, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial (B)(4).